Event description:
It was reported that the catheter got stuck in the sheath. A 10.0x40x75cm express ld was selected for use. However, upon trying to remove the deflated balloon, it got stuck in the sheath. The physician tried pushing it back in, but it would not move in or out. The balloon was removed together with the sheath. The procedure was completed using this device. No patient complications reported.